Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that while the surgeon was inserting the 2.3mm locking screws, the tip of the driver shaft broke off inside the screw. The broken tip was retrieved from the screw. The surgery was completed with a backup driver. No delay or adverse patient consequences were reported. This report is related to report number 3025141-2025-00011 for the screw involved in this event.